Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the image would not display as a result of a faulty cable. The investigation was unable to determine the exact cause of the faulty cable but attributed a potential cause to the device handling. The instructions for use (IFU) instruct the users of the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The image was not displayed due to a faulty cable unit. In addition, the focus find rotation was not smooth. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, prior to an unknown diagnostic procedure, the hd camera head did not display an image when connected to a tower. There was only a black screen. The procedure was not completed. There were no other devices involved or replaced in this event. There was no report of patient harm associated with this event.